Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. At 8:05 am, the meter result was 5.1 inr. At 8:45 am, the laboratory result was 3.87 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The patient had no changes in diet, illnesses, or medications. The suspect product was requested to be returned for investigation. Replacement product was sent. Only the customer's meter was received for investigation and was tested with retention test strips and quality control materials. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.7 - 4.1 inr). All measurements were without error messages. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.